Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhoea ("2 to 3 period a month which last 5 to 8 days") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required) and coital bleeding ("bleeding every time had sex"). The patient was treated with surgery (will be having a total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the polymenorrhoea and coital bleeding outcome was unknown. The reporter considered coital bleeding and polymenorrhoea to be related to essure. The reporter commented: (on (B)(6) 2015) she stated she would have a total hysterectomy on (B)(6) 2015. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet- event will be having a total hysterectomy on 20-mar-2015 replaced with events 2 to 3 period a month which last 5 to 8 days and bleeding every time had sex were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhoea ("2 to 3 period a month which last 5 to 8 days") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required) and coital bleeding ("bleeding every time had sex"). The patient was treated with surgery (will be having a total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the polymenorrhoea and coital bleeding outcome was unknown. The reporter considered coital bleeding and polymenorrhoea to be related to essure. The reporter commented: (on (B)(6) 2015) she stated she would have a total hysterectomy on (B)(6) 2015. Most recent follow-up information incorporated above includes: on 4-jun-2018: this case was identified as a duplicate of case (B)(4) ad willbe ddeleted from bayer database. All information was transfered to this remaining case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("will be having a total hysterectomy on (B)(6) 2015") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: (on (B)(6) 2015) she stated she would have a total hysterectomy on (B)(6) 2015. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.